Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the health care physician (hcp) had been able to visibly see the device through the old incision made during the patient¿s last time being implanted earlier in 2018. The hcp reported to the manufacturer representative (rep) that they didn¿t believe it was infected at all but that they wanted to replace the patient¿s battery because of the exposure. The hcp decided to tunnel to the right side and make a new pocket site for the ipg and close up both incisions. It was noted the patient was seeing great results and was hoping to not have to replace the lead. It was noted that for the patient¿s medical history that the hcp stated the patient had an insulin pump and that they were malnourished. It was noted that the issue was resolved at the time of this report. There were no further complications reported/anticipated.